Event description:
The shunt was implanted on one month later and revised as it was not draining. A regular contoured valve replaced it. The dr believes that the overdrainage protection can cause shunt not to work for certain types of head trauma pts.